Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent positioning problem, catheter removal difficulties and stent dislodgement inside the patient occurred. The 90% stenosed, 18x4mm target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). After a 3.0x18 non-bsc stent was implanted in the distal rca, a 20x4.00 promus premier drug eluting stent was advanced to treat the target lesion. However, the device was advanced further than intended, so the physician attempted to pull the device back and tried to position the device in the intended area, but strong resistance was felt. After successfully pulling the device back, the physician again advanced the device while vibrating it, but it would not advance at all. When the physician attempted to withdraw the device, the stent dislodged in the coronary artery. The stent was then removed using a snare and the procedure was completed with a 3.5x22mm non-bsc stent. No patient complications were reported and the patient's status was good.